Event description:
The device was inserted into the sheath, the disc was deployed, temporary hemostasis was achieved and the sheath was removed. The doctor inserted the key into the lock and retracted the black sleeve without issue. The collagen was deployed, the disc was de-deployed and the device was removed. Final hemostasis was achieved with the device. After device was removed from patient and pressure was being held the cardiva lrepresentative noticed a separation of the distal outer sleeve from the joiner. The distal outer sleeve was still on the device.